Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump was damaged at reservoir compartment. The customer¿s blood glucose level was unknown. No further information was provided. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.